Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. Full lead was returned in segments and analyzed; all conductors were cut, all conductors were stretched, all insulation was torn, there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during implantation the lead had high impedance in every position. The lead was successfully replaced with another lead. No patient complications were reported as a result of this event.